Event description:
Boston scientific received information that the patient received inappropriate anti-tachycardia pacing (atp) and shocks while watching a fight. Review of the episodes revealed that the inappropriate atp and shocks occurred due to rhythm ID and stability. Therapy was exhausted in one of the episodes. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.